Event description:
Balloon inserted at another facility on 5/11/97. Pt. Transferred to our hospital on 5/12/97. "Low augmentation alarm" sounded, bp 88 systolic, hr decreased to 56. Blood noted in tube. Pumping stopped. Balloon removed.